Event description:
It was reported that the large pointer had a bent tip during testing by the manufacturer sales representative. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed during visual inspection that the device had a bent tip as well as during the functional inspection with the software. It is possible that bending forces caused the reported event.

Event description:
It was reported that the large pointer had a bent tip during testing by the manufacturer sales representative. There was no patient involvement and no adverse consequences associated with the device.